Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure, the physician was reportedly utilizing a coblator ii surgery system and evac 70 arthrowand. Intra-operative while trying to remove tissue, the wand would not elicit the ablate function. The physician did note that the coagulation feature was available. The procedure was completed using a bovie. No patient complications were reported as a result of this event.

Manufacturer narrative:
Reference manufacturer report(s): 3006524618-2012-00674.